Event description:
It was reported that the user, on the ilet pump for the second day, experienced a continuous glucose monitor reading of 58 mg/dl with a concurrent fingerstick of 87 mg/dl and had already self-treated with oral glucose; the user was advised that the pump is still adapting insulin delivery as algorithms learn individual needs, and troubleshooting and education were completed. Symptoms included low glucose. Outcomes included urgent low and low-glucose alerts with oral carbohydrate treatment. Investigation included customer troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia while the system was still adapting to the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.